Event description:
It was reported by the patient that within less than a month post implant the patient was experiencing shortness of breath. It was later reported by the patient's clinic that the patient had twitching at the device site and on the left side of the chest due to diaphragmatic stimulation. High right ventricular [rv] lead thresholds were also noted. The rv lead output was adjusted and the rv and atrial leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.